Event description:
It was reported that pump experienced malfunction alarm with code 16, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer took picture of malfunction screen, completed pump reset independently, and confirmed malfunction did not recur, while technical support confirmed pump could continue to be used, completed field correction acknowledgment form on customer¿s behalf, and advised customer to call back if malfunction happened again.